Event description:
Reporter alleged obtaining a discrepant pt blood glucose result of 329 mg/dl on the gts advantage system compared to a lab measurement of 30 mg/dl when testing was performed mins apart. Reporter stated, the pt was treated with dextrose 50 after the lab result was performed. It was stated quality control testing was performed on the system and both levels generated values within acceptable ranges. No other actions were reported taken or treatment received by the pt. A request was made for the return of the suspect device and replacement product was sent.